Event description:
Primary stability not achieved, no thread tap used, drug or alcohol abuse, smoker, immediate implantation. Tooth 3 extracted. Attempt immedialte placement. Could not achieve primary stability. Site was grafted for future.